Manufacturer narrative:
(B)(4). Method: product scheduled for return but not received by manufacturer for inspection. Eval code results: product scheduled for return but not received by manufacturer for inspection. Eval code conclusion: product scheduled for return but not received by manufacturer for inspection. Product event: (B)(4).

Event description:
Doctor cauterizing (coag mode activated) and when device was pulled away from surgical field it was noticed that a 1/2" yellow flame at tip of device was present that lasted approximately 5 seconds before it was self-extinguished. No staff or patient impact. Patient information currently unknown.